Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room. The customer passed at home but was pronounced dead at the emergency room. The cause of death was cardiac arrest. The caller stated that the customer had heart disease, kidney disease with dialysis, and obstructive sleep apnea that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The insulin pump had been disconnected less than 48 hours prior to passing. The customer was taken off the pump as their blood glucose kept dropping. The customer was not using sensors. The caller declined to return the insulin pump for analysis.